Event description:
Patient presented to the physician with redness, swelling, and tenderness at the chest incision site, and patient had developed small bumps around the chest incision. Physician tested for strep and the results returned positive for staph infection. Physician prescribed antibiotics.